Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2022.

Event description:
It was reported that the catheter tip broke. A direxion catheter-infusion was selected for use. During the course of the procedure, the direxion was attempted to be taken out of the housing hub. The mandrel accidentally was not removed and because it has an angled tip, the catheter tip broke off as it was attempted to be taken out of the hub. The device was never entered the patient and the procedure was completed with another of the same device. No patient complications were reported.